Event description:
The rptr stated that he did a meter to lab comparison test, within 15 minutes. His meter reading was 183 mg/dl, and the results were 289 mg/dl from the lab. He did not have any symptoms.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8